Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 1/31/2017 and open vial date is (B)(6) 2016. The test strips are expired due to be open more than 4 months. The meter memory was reviewed for previous test result history (date / time not set): 24 mg/dl (B)(6) 2016 12:00 pm control, 94 mg/dl (B)(6) 2016 07:04 am fasting: yes, lo (B)(6) 2016 09:20 am fasting: yes, lo (B)(6) 2016 09:26 am fasting: yes, lo (B)(6) 2016 10:44 am fasting: yes, memory concerns: lo. Customer states that she is not a diabetic and that she just monitors her blood sugar. Customer states that she performed a control test before calling. The customer's test strips are not part of the recall. Customer stated that she opened her container of test strips in (B)(6) and that she keeps the meter and strips in the bedroom. The customer informed that the test strips expire 4 moths from their open vial date. Customer states that she has not tested since may and that the result of 24 mg/dl is a control test result. Meter memory was not set with date and time correctly.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue,customer is testing with expired test strips (3/15/2016).

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 1/31/2017 and open vial date is (B)(6) 2016. The test strips are expired due to be open more than 4 months. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that she is not a diabetic and that she just monitors her blood sugar. Customer states that she performed a control test before calling. The customer's test strips are not part of the recall. Customer stated that she opened her container of test strips in march and that she keeps the meter and strips in the bedroom. The customer informed that the test strips expire 4 moths from their open vial date. Customer states that she has not tested since may and that the result of 24 mg/dl is a control test result. Meter memory was not set with date and time correctly.